Event description:
A customer contacted baxter to report a blood leak in an aqualine that occurred during patient infusion. The serial number was unknown. There was a split in the lineset tubing around the blood pump. Blood was instantly noticed around the blood pump and the patient immediately disconnected without washing back. The lineset was discarded. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. (B)(4).